Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during syringe test. The tapered spring slipped over the barrel clamp rod was noted during investigation. The root cause of the reported issue was unable to be determined. Investigation found that the pump was under syringe recognition recall and had not been repaired by 3rd party. The technician replaced the barrel clamp rod, barrel clamp guide, barrel clamp head screw and tapered spring per syringe recognition recall. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that the pump was part of barrel clamp field safety correction action (fsca). The customer advised it was previously repaired by a third-party vendor for issues with syringe recognition. It is now reported that the device is presenting the same syringe recognition issues. No patient injury was reported.